Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold output of 2 volts at 0.5 milliseconds due to suspected micro perforation. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.